Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that air bubbles or gaps measuring about 3 to 4 inches appeared in pigtail or patient line between pump and t:lock during pumping, even though t:lock connection was straight and secure and room temperature insulin and proper cartridge air removal were used. There was no adverse impact to the customer¿s blood glucose level. Customer was not experiencing issue at time of call because customer had already changed cartridge and infusion set or tubing and then resumed insulin delivery, and no additional actions were documented from Technical Support.